Manufacturer narrative:
Additional manufacuring narrative: other text: the returned rad-97 was evaluated. Heat damage was observed on the housing, lcd, touchscreen, power button, and inside the unit with more severe damage near the battery. The damage prevented the device from being able to power on. The ac power cable had no damages and was able to supply ac power and charge a lab rad-97. A review of the log files confirmed the internal temperature remained within the standard operating temperature range.

Event description:
The customer reported the rad-97 "overheated and melted its cover." There was no patient impact or consequence reported.